Event description:
It was reported that the ventilator generated an alarm indicating a high continuous pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a high continuous pressure. Our field service engineer investigated the ventilator on site. The air gas module was replaced and sent for further investigation. Simulated use testing of the returned air gas module failed the pre-use check with internal leakage test, pressure transducer test, flow transducer test and patient circuit test. Paw high alarms were activated and the o2 concentration was lower than set (21% instead of 60%). Our investigation has concluded that the reported problem was due to a major drift in the delta pressure sensor on a printed circuit board inside the gas module. It was not possible to find the reason for the sensor's drift. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: #(B)(4).